Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During functional testing, the display being cracked and turning black in the upper left hand quadrant was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be top left of the front panel appears damaged. The front panel assembly requires replacement to correct the visual damages. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of damaged display during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.